Manufacturer narrative:
Investigation revealed that there was no system malfunction. No case logs were submitted, so no formal investigation could be performed. However, it was reported that during the procedure, only one implant was misplaced. One implant having navigational integrity issues can be indicative of excessive deflection forces, or skiving. Skiving can lead to the misplacement of implants. Ultimately, the user opted to edit the plan and replaced the misplaced implant with no adverse effect to the patient reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsus gps system, the screw missed target and appeared too high in pedicle.they believe the trajectory was sliced but need an accuracy check regardless. They replaced screw with new plan.